Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to evaluate the iabp unit. The stm found the cord tangled inside the cart. The cord retractor was removed and repairs. The stm completed all safety, functionality and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. This report is being submitted as the result of a retrospective review conducted in CAPA 584165.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) units ac power cord will not retract. There was no patient involvement.